Event description:
It was reported that the right ventricular (rv) lead shock lead impedance (sli) went from 64 to 102 ohms; the highest vector was 123 ohms. Additional information was reported, indicating that the sli reached out of range level, at greater than 125 ohms. Troubleshooting was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.